Event description:
It was reported that the adjustable part of the loop got kinked inside the body and hence need to pull off. The procedure was finished with a backup device. There was not significant delay reported or patient injuries.

Manufacturer narrative:
The reported ultrabutton adjustable fixation device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, the adjustable part of the loop got kinked inside the body and hence need to pull off. An exact root cause cannot be determined without evaluation of the device. Factors unrelated to the design of the device that could lead to this type of incident are: manipulation of the device, or incorrect tunnel preparation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.